Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. During troubleshooting with tandem technical support, the customer received a minimum fill message when attempting to reload the cartridge. In addition, it was reported that the customer experienced elevated blood glucose (bg) levels (390 mg/dl). The cause for elevated bg levels was unknown. Customer administered manual injections to address elevated bg levels. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.